Event description:
Philips received a complaint by the customer on the v60, indicating that the navigation ring button does not work. It was reported there was no patient involvement at the time the issue was discovered. The customer evaluated the device with the assistance of the remote service engineer (rse) and confirmed the reported problem. The customer called in to report that the navigation ring button does not work. The rse instructed the customer to open the user interface (ui) assembly, and to verify the cable from the ui printed circuit board assembly (pcba) was securely connected to the switch pcba. The customer reconnected the cable from the ui pcba to the switch pcba and confirmed the issue was resolved. The customer reconnected the cable from the ui pcba to the switch pcba to resolve the reported issue. The device passed required performance verification tests per philips standards and was returned to service. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.